Event description:
The surgeon prepared the acetabulum for a 60mm trilogy cluster shell #6200-60-22. He implanted a 60 shell, lot #61112456. He inserted the screws and then took an x-ray to verify the cup position. The locking ring visible in the x-ray was malaligned and as a result, the liner would not engage appropriately. The locking ring became deformed and a second cup had to be opened (lot 61340489) as replacement rings were not available through the distributor office. Surgery was prolonged by 45 minutes.

Manufacturer narrative:
Evaluation summary: the deformed ring was not returned. The intra-operative x-ray shows the ring not seated in the mating groove in the shell. The returned shell from which the ring was swapped shows no signs of damage. It is unknown if the instructions on implanting the shell; assembling and impacting the liner into the shell described in the surgical technique were followed. The ring may have become dislodged during implantation of the shell and subsequently damaged upon attempting to assemble the liner into the shell. Zimmer does not offer replacement locking rings as a stocked part number. Based on the information available, the definitive cause cannot be determined. . Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.